Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the pharmacist received the following results within 10 minutes: "lo" (less than 10 mg/dl) with the patient's guide meter and 226 mg/dl with a guide pharmacy meter. The same strips were used with each meter.